Event description:
It was reported that the pt received a zimmer mmc cup 60 mm/52 mm code r on (B)(6) 2010 on the left hip. The pt is currently being monitored due to pain caused by loosening of the mmc cup.

Manufacturer narrative:
The manufacturer did not receive device for review. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).